Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device's display board was replaced and mac address was updated to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.